Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 48 months for elective replacement indicator (eri). The physician expressed dissatisfaction with device longevity. The device was returned to guidant for analysis.